Manufacturer narrative:
Analysis of mainframe found that unable to confirm customer's complaint. During burn inn and pre-test, no deviations found. Analysis of interface found that unable to confirm customer's complaint. The interface was working. The wave washers were worn. The wave washers were replaced. The interface was successfully tested according to manufacturing specifications. (B)(4). Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was defective. There was no patient impact.